Manufacturer narrative:
Combination product: yes.

Event description:
Noise on rv lead was reported. Should additional information be received, this file will be updated. No adverse patient events reported. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 pace/sense portion was capped and new pacing lead implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.